Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2013. The revision was done more than 3 years after the original surgery. The reason for revision is reported corrosion in the disconnection joint area.